Event description:
The facility reports, while transferring the resident from the bed to the chair, the sling detached from the left bottom of the spreader bar, causing the patient to slip cut of the sling. The resident suffered a laceration and hematoma on the back of the head, requiring stitches, which were applied at the emergency room.